Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, after several inflations were performed, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of threader balloon catheter with no other devices. There was blood in the balloon. Magnified inspection identified a pinhole in the balloon material over the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilatation. However, after several inflations were performed, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.